Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, the pump was returned and the original complaint of an under responsive ok/enter button was unable to be duplicated. The keypad cover was found to be undamaged, and all buttons were found to be responsive. The keypad cover was opened, no contaminants were found under the contacts. The pump was opened, and no intermittent conditions were observed on the keypad flex connector. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.